Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging there was moisture ingress in the pump. The reporter was unable to provide the exact details. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission: 13-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 20-feb-2018 with the following findings: during investigation, moisture was observed inside the battery compartment and behind the display lens. The battery compartment was found to be cracked from the thread area to the case seal. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and moisture contamination was observed throughout the internal components. Unrelated to the original complaint, the display was found to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.